Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he has experienced a hypoglycemic event and had to call paramedics who administered IV. Pt did not require hospitalization. Pt claims that although cgm is reading accurately, it did not alert him of his low event. Pt believes that cgm's low alerts are not functioning properly. A receiver investigation conducted on (B)(6) 2011 at dexcom has revealed that receiver has passed every functional test and that low alerts on receiver are functioning properly. At the time of his call to dexcom technical support pt reports he was doing fine.

Manufacturer narrative:
The device in question was returned to dexcom for eval. Laboratory testing revealed that the receiver was functioning properly. Dexcom considers this complaint closed.